Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a glucose level reading inaccuracy occur with their new insulin pump. Customer's blood glucose level was reported at 35 mg/dl. Product is being replaced as the customer wanted to revert back to their old system. No further information provided.